Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The stepper motor did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the stepper motor. Performed preventative maintenance and all functional testing.

Event description:
Additional information was received. Failure of the pump did not occur during patient use.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "motor rate error". No patient injury reported.